Event description:
It was reported that the blood was coming out of the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause was use-related. The product returned for evaluation was one 15cm x 12fr powertrialysis dialysis catheter. Usage residues were observed throughout the sample. A small hole was observed just distal of the molded joint. Microscopic inspection of the hole revealed it to exhibit a recessed shape. Material appeared to have been removed. The edges of the hole exhibited a glossy, striated surface. The features of the hole in the catheter shaft were consistent with damage caused by contact with a sharp instrument. The location of the damage suggested that insertion site maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the blood was coming out of the catheter. There was no reported patient injury. No other information was provided.